Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 2-lumen cannula opaque marker tip was very difficult to see. The issue occurred during an endoscopic retrograde cholangiopancreatography and was completed with an olympus back-up device. There were no reports of patient harm.